Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that his current implant was not working effectively for him, so he got frustrated and stopped using it for some time. The patient had gone up to about 9.0 -9.5 volts and was told that the highest he can go is 10.5 volts, so he was afraid that it wasn't going to be high enough for him. He had not used it for a long time and mentioned that he heard once about the implant depleting and having to have it replaced. The patient stated that he was going to call back patient services with both his patient programmer and implantable neurostimulator recharger to confirm connection to his implant.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that on (B)(6) 2012, the patient had a horrific fall injuring his back and neck and had to have fusion. On (B)(6) 2015, the patient had an unrelated neck surgery noting that they hurt a nerve in the right arm. The patient was going to have nerve blocks, but was wondering if they could "extend the current lead up towards the cervical area in my neck to help with my upper limbs, mainly my right arm." The patient reported that stimulation was currently in the lumbar region in the back and stated, "I'm not getting the relief I once did. I am having to dial it up higher and higher and higher and I'm building some sort of tolerance to it. "It was noted to have started happening for the past 12 months (2015) and indicated that a fall may be related. Indication for use included spinal pain. Follow-up was performed to determine what steps were taken to resolve the reported event. This event will be updated if additional information is received.